Manufacturer narrative:
(B)(4): eval results: arterial trauma/dissection/perforation.

Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology at the time of implant are not available. It was reported that the pt presented emergently, the physician inserted a 26x22 stent graft into the pt, and started to deploy the stent graft for implantation. As the physician thought that the deployment of stent graft was completed, he pulled the delivery system to retract the tapered tip into the outer sheath. Then the physician pulled back the delivery system from the access vessel. At the final withdrawal of the delivery system, he noticed the stent graft also was being withdrawn as the graft was catching on the gap between the tapered tip and the outer sheath of the delivery system. During removal, the access vessel of the iliac artery was damaged and was replaced with a synthetic graft. Then, the physician re-assembled the withdrawn stent graft and the delivery catheter, and he used it again for the tevar. The procedure was completed successfully. No add'l clinical sequelae were reported, and the pt is fine.